Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify pump overheating and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.